Event description:
It was reported that a microbore catheter extension set with one-link needle-free IV connector did not allow solution to flow through the set. The reporter stated that this occurred while the set was connected to a catheter (non-baxter product) during patient infusion for a dobutamine stress test. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.